Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance measurements to out-of-range measurements. Gradually increasing high capture thresholds were also observed. The plan is programmed on the rv lead. Currently, this rv remains in use and no adverse patient effects have been reported.